Event description:
Per fax, sieve beds are leaking. Per independent repair center statement unit has low o2 or yellow light. The key failure was the sieve beds leaked. Additional malfunctions were the 4-way valve was not switching, the muffler was dirty, the p.m. Kit was dirty and the hose clamp.